Event description:
It was reported that during implant the outer silicone insulation kept bunching up like an accordion. That portion of the lead was not able to pass through the introducer. The lead was not used and another lead used to complete the procedure. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism, the lead was stretched, and the lead was damaged at implant.